Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture with no asystole, due to confirmed lead fracture. Subsequently, a revision procedure was performed and this rv lead was surgically abandoned in situ. A new device system was successfully implanted. No additional adverse patient effects were reported.